Event description:
It was reported that there was stimulation in the wrong location. The patient was going to have a lead or extension replacement on monday. It was unknown if all products would be removed. The reason for removal was noted to be high impedance and a lack of coverage. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if the replacement occurred, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient was receiving 50% or greater reduction of their pain. The cause of the high impedances was not determined. No troubleshooting or intervention was done and the patient was doing fine. No further follow-up was required.

Manufacturer narrative:
Concomitant products: product ID 3587a, , lot # n087305, implanted: (B)(6) 2006, product type lead; product ID 37083, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3550-29, lot # n267450, implanted: (B)(6) 2011, product type accessory; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).